Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred rarely between (B)(6) 2026. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.